Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing the fse identified short circuit of pdu as it was exposed to liquid. The fse replaced the pdu. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a system startup issue. The issue was found outside of clinical use. No harm has been reported to philips.